Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated they don't think the device is helping their bladder symptoms since the device was implanted. Patient states the trial did help however. Patient states they have not tried making any adjustments with the handset as of yet. The patient adjusted stimulation on program 1 from 1.6v to 1.9v. Patient stated they initially felt stimulation where implant was located but after a bit it started to work it's way down to the buttock region. No further complications were reported.